Event description:
It was reported that a patient had low blood glucose levels of 35 mg/dl while wearing the pod between 36 and 48 hours on the arm. The paramedics were called and they treated the patient with glucagon. The patient refused to go to the hospital for further treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.